Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt had a separation of the outflow bend relief from the graft with subsequent bleed and was returned to the operating room where the outflow was exchanged.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.